Event description:
It was reported that following a recent fall, both of patient's leads migrated causing ineffective therapy. Diagnostics revealed high impedances on one lead. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein one lead was explanted and replaced, and one lead was repositioned to address the issue.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.